Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. Date received by manufacturer used for date of event. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 23jul2015. The review was performed from the date of manufacture to the present date 05apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that customer received unit with channel error 240.4150 and replaced both upper and lower pressure sensors. Passed preventive maintenance checks. Verified functionality to be within tolerance and rts. There was no patient involvement.